Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Interrogation of the device revealed the right ventricular (rv) pacing thresholds had increased from 2.8 volts at .5 milliseconds to 5 volts at 1 millisecond. At the time of the device interrogation, the outputs were programmed to 5 volts at .5 milliseconds. The device was reprogrammed to 7.5 volts at 1.5 milliseconds. The cause of the patient's syncopal event was unable to be determined. No additional adverse patient effects were reported.

Manufacturer narrative:
The rate/sense portion of the lead was later replaced due to the high pacing threshold measurements. The shock portion of the lead and the device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.